Event description:
It was reported that the patient presented in the emergency room (ER) due to syncope. While in the ER, it was noted that the patient had a 20 second asystole event. The right ventricular (rv) lead was noted to intermittently capture the ventricle and also had high pacing impedance. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.